Event description:
The lay user/patient contacted lifescan (lfs) in 2007, and alleged that the meter was reading inaccurately erratic. On the morning of the same day, the patient obtained a result of 167 mg/dl. After testing, he then took 19 units of humalog and 26 units of lantus. He ate a cheese and egg biscuit and he stated that he began to feel hypoglycemic. He retested and obtained a result of 537 mg/dl. Less than 10 minutes later, he retested and obtained a result of 197 mg/dl. These results were not found in the memory. He performed a second comparison with results of 231 and 228 mg/dl (the time of this comparison is not known). He performed a control solution test, which passed. This complaint is being reported, as the patient alleged that his meter was inaccurately high and further stated he took insulin and subsequently felt hypoglycemic.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.